Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to pool. Customer stated that the keypad was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.